Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site loaded the exam the patient screen was white with nothing else showing. They were able to advance to the instrument screen and it was white as well. They tried to reboot the system several timed with no success. They did not try contacting technical serviced. The site decided to bring in another navigation system to complete the case. The procedure was delay less than an hour. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site loaded the exam the patient screen was white with nothing else showing. They were able to advance to the instrument screen and it was white as well. They tried to reboot the system several timed with no success. They did not try contacting technical serviced. The site decided to bring in another navigation system to complete the case. The procedure was delay less than an hour. No impact on patient outcome. Update from the manufacturer representative they went to the site and could not replicate the issue after multiple tries doing the same scenario.